Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h6 and h10. Section h10: the esheath was returned to edwards lifesciences for evaluation. The device underwent visual inspection and dimensional analysis. During visual inspection, the following observations were made: the valve was exposed through the sheath. The liner strand appeared to be catching on the valve struts. A liner tear was observed that started at 3.75¿ from the distal tip and was approximately 2.75¿ in length. Liner strands were observed at the tear location 1 ¾¿ in length. Flex tip damage was noted, likely due to resistance. Valve struts were observed to be exposed through the skirt, bent struts were observed on the inflow side of the valve. Severe scratches were observed on the sheath shaft starting 7¿ from distal tip, 2.5¿ in length. Minor damage was observed on the soft tip. Damage was observed on the sheath shaft from the insertion difficulty. Due to the nature of the complaint, no functional testing was able to be performed. During dimensional inspection, the liner thickness was measured along the length of the liner tear. The sheath liner thickness deviating from specification could contribute to liner tears/strand and/or be indicative of a manufacturing non-conformance. Sheath liner thickness at all measured locations met the specification. Pictures of the used sheath were provided for review. Due to low image quality, device details were unclear. During manufacturing of the esheath, the sheath shaft and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review performed did not reveal any manufacturing non- conformance that would have contributed to this complaint event. A lot history review was performed and revealed no similar complaints. A review of the complaint history for edwards esheath introducer set (all models and sizes) revealed other returned devices from january 2019 to december 2019 for the failure modes. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history revealed that the monthly occurrence rate did not exceed the december 2019 control limit for the trend categories. The instructions for use (IFU), the s3u commander preparation training manual and the s3u commander procedural training manual were reviewed for instructions/guidance on device preparation/usage. Per the s3u esheath procedural training manual, ¿the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath¿ and ¿do not over-manipulate the sheath at any time¿. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the events. Review of manufacturing mitigations supported that the sheath had proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Although the patient¿s vessel characteristics were not provided, deep scratches on the hdpe shaft can be an indicative of sheath interacting with vessel calcium. Calcification can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, resulting in the reported resistance. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear. Therefore, it is possible that additional device maneuver to overcome the resistance could have caused the valve to penetrate through the weakened liner and tear it. An exposed valve strut could have been caught on the torn liner and further caused the observed liner strand. Available information suggests that patient factors (access vessel calcification) and/or procedural factors (excessive device manipulation/ valve struts caught on torn liner) contributed to the reported complaint events. However, a definitive root was unable to be determined. The complaint occurrence rates did not exceed the control limits for the applicable categories. As such, no corrective/preventive action nor pra is required at this time.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During pre-luminary engineering evaluation, the device underwent visual analysis. A tear (3.75in from the distal tip, approx. 2.75in long) with a liner strands (1 3/4 in long) was observed on the esheath. Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during advancement of the 26mm sapien 3 ultra/commander delivery system through the 14f esheath, the delivery system became stuck. It was reported that during the insertion of the delivery system, the physician had used normal force until the device would not advance any further. The valve was reported to have ¿broken through the esheath¿. The esheath with sapien 3 ultra valve were removed without injury. A 16f sheath was then prepped and the valve was able to be implanted successfully. The patient was reported to be doing well after the procedure.